Event description:
Procedure: hernia repair. According to the reporter: a (B)(6) pt suffered severe pain post operative pain and chronic pain. This is noted to be a paritex product.

Manufacturer narrative:
(B)(4).